Manufacturer narrative:
H6: investigation summary : our quality engineer inspected the sample submitted for evaluation. Bd received one opened unit. Upon inspection of the received unit, our engineers identified key characteristics, in the damage sustained by the catheter tubing which, suggests the damage is the result of a needle spear through. The reported defect was confirmed. This type of defect can occur during the manufacturing process or in the clinical setting. There is an automated vision system in place that inspects the products during manufacturing, as well as a sampling plan to mitigate the occurrence of this defect. Since the package had been opened it is also possible the defect occurred during tip adhesion break or the venipuncture attempt. Based on the information available, bd could not determine with certainty if the defect occurred during manufacturing or in the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10:

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in catheter was frayed. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 382523, batch no: 1006392. It was reported 3 IV catheters were frayed when opened from package. Medline reference: (B)(4). Item: 382523. Quantity affected: 1 case. Serial/lot number: 1006392. Po #: (B)(4). Are any samples available for return? Yes. Reported issue: problem: 3 IV catheters were frayed when opened from package. They only have kept ¿1¿ ¿. This is a heavy usage item used in 24 cost centers. Let me know asap what you suggest. Customer disposition request: replacement. E-mail below is sent from the user facility to bd rep. Md I have some questions for you about a product failure that has been reported. I have reported this to medline already since we get them through them but we need to know since we¿ve had 3 of the same lot# that were frayed when opened from package if we should pull the whole lot? I know that this particular department has 93 eaches of that lot# but that doesn¿t include what other departments may have?? What are your thoughts? Itm-100414.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in catheter was frayed. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 382523, batch no: 1006392. It was reported 3 IV catheters were frayed when opened from package.